Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent multiple occlusion and cartridge (alarm 19) alarms occurred. Customer reloaded the same cartridge to resolve the alarms. Customer's blood glucose was 342 mg/dl.